Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during approximately one week post implant of the leadless implantable pulse generator (ipg), the femoral puncture site was infected, inflamed and indurated with slight oozing. Antibiotics were administered. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.